Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Delivery anomaly-possible under delivery not confirmed. No pump rattling anomaly noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button/up button/down button. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 07-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 07-nov-2025 in the pump history file and found 1 sensor error alert on 11/03/2025, 1 lowbatteryalert (104) on 11/03/2025 21:06:00.000, 3 sensor error alerts on 11/04/2025, 1 nodelivery (7) alarm on 11/04/2025 (during bolus), 3 sensor error alerts on 11/05/2025, 1 nodelivery (7) alarm on 11/05/2025 (during bolus), and 1 nodelivery (7) alarm on 11/06/2025 (during bolus). Earliest power data available per the power management tool/detail trace file is on 11/13/2025 11:35:58 pm. There was no power data available for the date of 11/03/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/hyperglycemia/dka. Delivery anomaly-possible under delivery not confirmed. Cosmetic damage (pump rattling anomaly) was not confirmed; however, other cosmetic damage was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and elevated ketones/diabetic ketoacidosis. The customer also alleged for under delivery anomaly and pump damage. The customer reported blood glucose value of 600 mg/dl. The reported hyperglycemia was treated with insulin pump, pen and hospitalization. The reported elevated ketones/diabetic ketoacidosis was treated with hospitalization. Symptoms witnessed at the time of hospitalization: feeling weak, sick, vomits and headache. The event involved product mmt-1886. Troubleshooting was performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The smartguard/auto mode of the insulin pump was not in use at the time of reported event. Troubleshooting was performed for cosmetic damage. Pump rattles while reservoir is inside of the pump. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1886 was requested and customer response was the device will be returned.